Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: 10 and 20ml syringes causing occlusion alarm cc nexus. It was reported that nicu at homerton are having issues with the 10/20ml syringes. I pointed them to the direction for use and the compatible codes, they¿re using 305959 and having contact occlusion alarms to the point where a 20 minutes infusion is taking 1.5 hours when did the incident occur? During use.